Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that this patient, recently implanted with this ICD system, presented to the ER with symptoms. Loss of atrial capture was noted at max outputs. It was discovered that the atrial lead had dislodged. The lead was repositioned and normal operation resumed. The lead remains in service and no further issues have been noted since the revision procedure.